Manufacturer narrative:
We have contacted the initial reporter to request add'l info and to request return of the device for eval. This MDR includes all pt, event and device info davol has received to date. Based on the info provided it is unk whether the device may have caused or contributed to the reported event. It was reported the pt developed an infection post operatively and has recently been told she will undergone excision of the bard flat mesh. The warning section of the IFU states "if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis." Medical records have not been provided. Additionally, the mesh remains implanted at this time. With the currently available info, no conclusion can be drawn.

Event description:
The following was reported by the pt's step father: (B)(6) 2010, pt underwent bilateral mastectomy with tram (transverse rectus abdominis myocutaneous) flap procedure and implant of bard flat mesh. On ni/ni/ni, pt developed an abdominal infection. On ni/ni/2011, pt underwent an add'l surgical procedure with another piece of mesh (unk type and MFR) due to an increase in fluid/drainage with four drains placed.